Manufacturer narrative:
No device was returned and no photographs were provided. Without an evaluation of the device a definitive root cause cannot be determined. It appears the guidewire may have been stressed beyond the design capabilities. The instructions for use (IFU) for this device states, "do not advance the guidewire or catheter if unusual resistance is encountered. Do not insert or withdraw the guidewire forcibly from any component. The wire may break or unravel. If the guidewire becomes damaged, the introducer needle or sheath/dilator and guidewire must be removed together."

Event description:
Catheter would not move forward. When passing the guidewire it bent and when removing it the guidewire broke. Guidewire was totally extracted. Another set was opened and procedure completed with no further complication.